Event description:
It was reported that the patient had been having trouble charging their implantable neurostimulator (ins). The patient had tried relocating the antenna and laying on their back but they couldn¿t do that. It was noted that the patient¿s stimulation stopped about 4 to 5 days after implant. The patient checked it with their programmer which showed that she needed to charge. The patient was able to charge but it took them two days to get to ¾ charged. The patient¿s stimulation stopped again on (B)(6) so the patient turned their device off. The patient had been trying to charge but they had been unable to get any of the coupling bars filled in. The patient¿s implant site was still swollen but did not have any bandages, just glue. The swelling had gone down a lot but the site was still very tender. When the patient pressed the green button on their recharger the big battery was blinking. The patient¿s recharger antenna was damaged. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
Additional information received reported, the patient did not have concerns with their device or therapy. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. They were not sure on the appointment dates.

Manufacturer narrative:
Concomitant products: product ID 37791, lot # unknown, product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).